Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing loss of capture. Patient was in complete heart block. As shown in electrocardiogram, there was loss of capture for 15 seconds and patient went syncopal. Thresholds were done at 1.3v at 0.5 and was lately a 1.54 at 0.6. Outputs were set to 2.6 at 0.5 . Representative decided to put output at 3.5v at 1.0 ms. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).